Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that an occlusion alarm intermittently occurred. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 220 mg/dl.